Event description:
A patient reported experiencing inaccurate erratic results with a surestep meter. The patient's blood glucose results were 39 and 159 mg/dl. Tests were done with 11-20 minutes. Patient did not experience any adverse events. No further information has been reported.